Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (popping sound/unable to power on) was confirmed. Upon investigation there was extensive electrical damge to various components of the computer/analog (c/a) board sn (B)(4) and defibrillator board sn (B)(4). The cause of the popping sound and inability to power on was the extensive electrical damage. The cause of the extensive damage was unable to be positively identified but is believed to be isolated to a high voltage arc from pin 18 of j1002bb, and interboard connector, to the low voltage circuit, during the charging of the high voltage capacitors during a self-diagnostic battery internal resistance test. The root cause of the high voltage arc was unable to be positively identified. No adverse event resulted from the damaged boards. The patient was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor made a sudden popping sound and then would not power on. The pt was issued a replacement monitor.